Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the device would not pace on the ventricular side, the device passed all automated incoming tests and bench tests with no anomalies found. It was noted that two case screws were contaminated, the hanger screw was not tightened or torqued correctly resulting in the hanger being loose and that both wires on the liquid crystal display were pinched but were not compromised. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator would not pace on the ventricular side. The generator was changed out and its replacement worked as expected. The generator has been returned for service. No patient complications have been reported as a result of this event.